Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had battery issues with the insulin pump. They had a low battery alarm. They inserted a new battery. Then they received a power error detected alarm. They reinserted the battery but they received another alarm. They had called to report the issue and was told to change the battery which they did. The customer¿s blood glucose level was unknown. The device will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the insulin pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. Device was communicated properly with bg meter. No unexpected weak signal alarm noted during testing. Device was received with scratched case and minor scratched lcd window.